Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display had a white background instead of a black background. The lcd was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous reported issues prior to the reported event. No pt incident reported.

Event description:
It was reported that the display is missing part of the info. The unit will not engage in monitoring activities. No pt incident reported.